Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular failure. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The patient had progressive right sided failure and continuous IV inotrope were initiated with frequent patient readmissions. The device operated as expected. The final decision was to go home on hospice.